Event description:
A report was received that patients pain was not captured by scs due to lead migration. The patient underwent a revision procedure wherein the lead was replaced. The patient was reportedly doing well postoperatively.

Event description:
A report was received that patients pain was not captured by scs due to lead migration. The patient underwent a revision procedure wherein the lead was replaced. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
Sc-8336-50 (sn: (B)(4)). Device evaluation indicated that the device exhibited the typical explant damage that was not considered a failure.